Event description:
As reported, a 7f 7mm x 40mm x 135cm precise pro rx ous carotid stent system stent dislodged from the system. There was no reported patient injury. The intended procedure was treatment of carotid artery stenosis. The device was taken out from the tray. The tuohy borst hemostasis valve was in a loosened (open) position when received and was not closed prior to removing the device from the tray. No stopcock was connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock or the stent delivery system (sds). The device detached prior to deployment. Approximately one-third of the stent had been prematurely deployed, and an attempt was made to recapture it. The device detached outside the body after removal, and the device was attempted to be deployed outside of the body. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.